Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
Boston scientific became aware of a patient event via social media. The patient who is a gynecologist consultant reported on (B)(6) 2021 to have undergone a water vapor therapy procedure to treat his 43ml prostate gland approximately six weeks ago. The patient is still experiencing from the symptoms of enlarged prostate with frequency, urgency and dysuria more than before the treatment. No further information was reported.

Event description:
Boston scientific became aware of a patient event via social media. The patient who is a gynecologist consultant reported on (B)(6) 2021 to have undergone a water vapor therapy procedure to treat his 43ml prostate gland approximately six weeks ago. The patient is still experiencing from the symptoms of enlarged prostate with frequency, urgency and dysuria more than before the treatment. No further information was reported.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number and facility account number were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of dysuria, urinary urgency, and urinary frequency were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.